Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e-module. The customer provided data for three patients, one of which had discrepant results. The patient's sample was tested from a secondary tube. The patient's initial hcgb result was 8.19 mui/ml and it was not reported outside the laboratory. On (B)(6) 2013, the sample was repeated on another e-module, serial number not provided, and the result was 0.1 mui/ml. On (B)(6) 2013, the sample was repeated on the initial e-module, and the result was 0.54 mui/ml and it was reported outside the laboratory. There were no adverse events. The hcgb reagent lot number was 169563 and the expiration date was not provided. An instrument maintenance was performed on (B)(6) 2013.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The quality control and calibration data were within range. Additional information was not provided for further investigation.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event.